Event description:
.

Manufacturer narrative:
(B)(4). Additional information from the surgeon: patient leaked; healthy guy. It was reported that the patient was "sickly."

Event description:
It was reported that the device was used during a laparoscopic colon procedure. There were unformed staples in the end-to-end anastomosis. A flexible sigmoidoscope was performed and protruding staples were visible in the staple line. There were complete donuts so the surgeon closed the patient without addressing the issue. Three days post operatively, on a sunday, the patient was returned to the or to fix the leak and anastomosis was hand sewn. The patient is in stable condition. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Per the surgeon on (B)(6) 2011: "fired, and on flex sig there were formed staples out of place on the circular staple line that really didn't look right posteriorly. We poked around air insufflated and no leak, so we left it. Came back with a leak at that exact spot on flex sig. Sigmoid resection for diverticulitis." Additional information from sales rep: [surgeon] did use ec45 blue: not sure if it was one firing or two. In discussions with the fellow I too brought up the fact that it could have been from the ec transection. He said the pin came out superior to the ec staple line. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.